Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise which was oversensed causing pacing inhibition and several syncopal events. Fluoroscopy revealed the right ventricular (rv) lead was not fully seated in the device header. A revision procedure was performed to tighten and secure the device set screws which were found to be loose. Electrical testing was performed and normal results were observed. No additional adverse patient effects were reported.